Event description:
Rptr was utilizing the guide wire on tuesday, 8/9/94 to cross a chronically occluded lad. Rptr noticed the tip of the wire began to separate from the main body of the wire and was able to successfully remove it. He utilized two other wires by different mfrs but they were not strong enough to cross the chronic occlusion. Consequently, he utilized a second wire of the same lot#, and was able to cross 2/3 of the 4-5 cm lesion. At that point the j tip separated completely from the body of the wire and was unable to be extracted from the chronic occluded segment of the lad. The company representative was present in the cath lab and observed the case on fluoroscopy. He was able to observe both the first and second wire and rptr notified him immediately that he needed to evaluate the guide wires for possible poor soldering of the j tip to the distal retaining band of the guide wire. The company representative was initially going to send the wires back to the company and notify the FDA but the wires were subsequently seized by chief cath lab technician, and turned over to the risk manager at the medical center. Rptr therefore has no control over the wires for analysis. His concern is that this might be a mfg defect that either affects this lot number only or could be a defect affecting all of the j tip wires. Rptr has utilized this wire since 1980 and has never had the tip separate from the wire before. The wire is particularly important since it is one of main wires used to cross chronically-occluded coronary arteries for angioplasty.